Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed, but the device's function was not affected as alleged. (1) unpackaged ar-9811 was received for evaluation. Visual inspection noted the ceramic plate had been chipped, and the electrode face was blackened. Functional testing noted no issues with the device. Coag and ablate functions worked as intended. The cause for the alleged event can be attributed to misuse of the device leading to impact of the ablator tip with another metallic material, likely a medical device. The damage to the ceramic plate is indicative of the impact, and the blackened electrode face is indicative of the sparks that result from touching the device on another metallic surface.

Event description:
It was reported that during a shoulder arthroscopy the device struck an arc in the shoulder joint and was subsequently out of function. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.